Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced buttons stick on device and scratches on display w/ missing part of screen in upper corner. The customer reported no adverse event. The event involved product(s) mmt-1880. Customer reported a keypad anomaly and/or stuck button alarm. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported an issue with the pump display. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
Pump booted up properly once installing aa battery, partial display was not noted. The pump passed the self test. Test p-cap locks properly into the reservoir compartment. All buttons were tested for their functionality and all passed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, broken belt clip rails, and corroded battery tube. Unresponsive buttons and missing segments/partial display were not confirmed during testing. Cosmetic damage at the screen was not confirmed, however, other cosmetic damage was noted. Moisture damage was noted found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.